Manufacturer narrative:
Product event summary: the lead was not returned but performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Beginning (B)(6) 2016 atrial oversensing observed on electrogram (egm) in save to disk data. Since (B)(6) 2016, average sensing integrity counter (sic) per day was 571. Analysis of the device memory also indicated that the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2016, alert for atrial lead impedance was greater than 3000 ohms. On (B)(6) 2016, atrial pacing impedance measured 4000 ohms up from a trend of 361-513 ohms. Concomitant products: d364drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead and the atrial lead exhibited noise and were fractured. The leads were unable to be explanted due to stenosis. The rv lead was capped and replaced. The atrial lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.